Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high right ventricular (rv) coil, superior vena cava (svc) coil, and pacing impedance was observed on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.